Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The rep reported that the patient was feeling like the stimulation was turning on and off. The rep reported the following about impedances: 5 of the 8 electrodes were open, this was noticed today by rep. The patient had a previous fall, date of the fall is unknown, but it seemed like it was some time ago not recently. The rep ran impedances and programmed around the open circuits. The rep stated that by reprogramming around open contacts, they were able to successfully program the patient to give her the coverage she needed. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), product type lead, product ID 3776-60, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the healthcare professional intended to replace the leads as the patient was not getting enough pain relief. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), product type: lead; product ID: 3776-60, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the healthcare professional intended to replace the leads as the patient was not getting enough pain relief. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the open circuit was unknown, there was no date scheduled for replacement, and the patient's weight at the time of the open circuit was unknown. No further complications were reported or anticipated. No impact to the patient or their symptoms were reported.